Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced extracardiac muscle stimulation, discomfort, and chest pain on the same day that they underwent an right ventricular (rv) lead replacement procedure. The previous rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported by the patient and their wife that there was movement at the cardiac resynchronization therapy defibrillator (crt-d) site. They described it as pure pain and the patient woke up in the night screaming that they were being shocked. They also stated that there was pain and tingling. It was also noted that the prior night at the dining table, the patient¿s shirt was beating near his pectoral muscle. The patient and their wife noted that the physician said it was normal. The patient and their wife also described pectoral stimulation at the implant site. Follow up with the clinic indicated that there was no confirmed device shock. The patient¿s symptoms were due to dislodgement of the rv lead. It was also further reported that all symptoms were prior to the explant of the original rv lead and there were no symptoms or extracardiac muscle stimulation from the replacement rv lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.